Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: no code available (device dislocation) an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lead haptic of the preloaded monofocal intraocular lens (iol) was not folded when the iol was implanted, which caused the patient's capsule to tear; therefore, the lens was placed outside the capsule. The procedure was completed without patient injury, and no other medical intervention was required. Through follow-up, we learned that the iol was not centered properly. Therefore, the patient underwent an extracapsular fixation procedure one day after the iol was implanted. The patient's vision was recovered after surgery. The account also indicated that initially, the iol implantation was performed as usual; however, the haptic was too soft and it was difficult to fit in the capsule. No further information was provided.

Manufacturer narrative:
Corrected information: information received through follow-up was inadvertently left out of the report summary submitted under the initial report (MFR report number 3012236936-2025-0001999) on (B)(6) 2025. Section b5 - describe event or problem: it was clarified that the patient's capsule did not tear. Therefore, code "2639 - capsular bag tear" provided in "section h6: health effect - clinical code" of the initial report does not apply for this case. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.